Event description:
It was reported that during a routine device change procedure due to normal battery depletion, the physician visually noted insulation damage on this right atrial (ra) lead. Additionally, blood ingression into the ra lead was observed. However, because all lead measurements were normal, the physician elected to leave the ra lead implanted and in-service. The patient is continuing with normal follow-ups and no adverse effects were reported.

Event description:
It was reported that during a routine device change procedure due to normal battery depletion, the physician visually noted insulation damage on this right atrial (ra) lead. Additionally, blood ingression into the ra lead was observed. However, because all lead measurements were normal, the physician elected to leave the ra lead implanted and in-service. Recently, a remote alert was received for a ra threshold alert. Technical services noted that there was evidence of increased threshold measurements and loss of capture from this ra lead. It was stated the physician reprogrammed the device and is continuing with normal follow-ups. No adverse effects were reported.